Manufacturer narrative:
A field service engineer (fse) was dispatched. Fse detected air at sampling side and noticed the sample nozzle not reaching the sample in sample cup. Fse replaced the pcb board for level sense and ran samples for verification. The probable cause of the event was a defective pcb for level sensing, which did not allow the sample nozzle to reach the sample in the sample cup. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2015 a customer reported error 2011 (air detected [sample]). Account runs prog and e2. Today e2 controls <l, 508, and <l (level ii in range) prog 1.15, 10.68, <l (level I and ii in range). Account was using br 40310. Account was asked to repeat controls and in range or <l. Account cleaned wash probe. Error started prior to new wash, diluent, and substrate. Account was asked to inspect sample probe and it was not bent. Account observed sample pickup and sample nozzle did not go down completely in control sample. A field service engineer (fse) was dispatched. The reported issue with their aia-360 instrument has the potential for delay in reporting patient result for fsh, bhcg, e2 lh, and prog which were purchased within 120 days prior to aware date. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.